Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: jan 25, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was stuck in the tip of the cartridge. The cartridge was observed to have a stress mark; however, the stress mark were within specification for a used product. Ovd was observed in the cartridge. The lens module was opened, and ovd was observed inside the lens module indicating that an excessive amount of ovd was used which can contribute to the complaint issue reported. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue were identified. Lens removal was attempted; however, the lens could not be removed without further damaging the lens and cartridge. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section d6b: if explanted, give date: unknown/ asked but not available.. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) wouldn't fit through the incision and required incision enlargement and suture. Only the cartridge tip in contact with the eye. The lens is being returned. The patient is fully recovered. There is no information about the replacement iol. Attempts have been made to obtain missing information; however, to date, no response has been received. No further information is available